Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis it was reported that the patient presented with compression fracture; and underwent balloon kyphoplasty. Intra-op, after inflating the balloon and confirming with the c-arm, a large amount of blood was seen to have flowed back into the inflation syringe when the syringe was pulled. The inflatable bone tamp (ibt) was replaced with another one and the procedure was completed without any problems. According to the surgeon, bone quality was hard and the balloon inflated into an awkward shape. When the ibt was checked, it was found that the balloon had ruptured at about one-third distance from the balloon tip. It was considered that the balloon might have interfered with the spur in the vertebral body leading to this event. There was a delay of less than 60 minute in overall procedure. No patient complications were reported.